Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer's blood glucose was 400 mg/dl, 450 mg/dl. Customer blood glucose was treated with the insulin pump. The customer did not experience any symptoms as such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump within 48 hours of reporting for high blood glucose. Customer stated auto mode feature was not applicable at the time of the event. Based on customer¿s response they alleged insulin pump was overdelivering as they ate and did not bolus insulin. The insulin pump will not be returned for analysis.